Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer had hyperglycemia. Blood glucose level was over 400 mg/dl. Customer also noticed that the cannula was bent. It was unknown if the customer was using auto mode feature at the time of reported high blood glucose event. Insulin pump will not be returned for analysis.